Manufacturer narrative:
H.6. Investigation summary customer returned (2) sealed 8mm, 31g pen needles from lot # 7326741. Customer states that the pen needle is hard to detach from a pen. Both returned pen needles were tested and both were able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after injection it is difficult to remove pen needle from pen with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: it was reported that pen needle is hard to detach from pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after injection it is difficult to remove pen needle from pen with a bd pen ndl 31g 8mm. The following information was provided by the initial reporter: it was reported that pen needle is hard to detach from pen.